Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open samples without pack. Analysis and results: there are four possible batches: (B)(4). There are no previous complaints of any of the possible batches affected. Received two pieces of broken thread attached to the needle. In one of them the thread shows splitting near the needle attachment. In the other one, the thread is damaged due to handling, there are marks on needle holder/surgical instruments. Without any closed sample an analysis cannot be carried out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Remarks: as indicated in the instructions for use of the product: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked." Final conclusion: complaint is not justified. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread is splitting, the end of thread was split into 2 like 2 monofilaments. Defective thread.